Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during the fill stage, where the home patient stated they had disconnected the heater bag and connected a different bag to the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies. Sections ¿warnings and cautions¿, ¿perform therapy¿, and ¿troubleshooting¿ warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Sections ¿warnings and cautions¿, ¿perform therapy¿, ¿end therapy¿, and ¿troubleshooting¿ warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported the home patient (hp) had disconnected the heater bag and connected a different bag. The event occurred during the fill phase on the home choice (hc) and the home patient (hp) was connected. The technical service representative (tsr) assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.